Event description:
The reporter sent information showing the device pacing for two beats at the maximum pacing rate in the unipolar mode before going to the programmed rate of 30ppm. According to the reporter, this behavior occurred after "programming confirmed" message received. She questioned the rate and the unipolar appearance of the spikes. Programmed to dddr; rate=30 ppm; max rate=150 ppm; avdp=300 ms; atrial bi/bi; .5 mv sensitivity; auto-sensitivity=off; ventricular bi/bi; 3.5 mv sensitivity; autosenitivity-off.